Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1649. This patient has two leads implanted with the same lot number. It was reported, the patient is experiencing his ipg site getting hot and painful to the touch while stimulation is on. The ipg does not get any hotter while charging. An sjm representative met with the patient and lead diagnostic tests showed low impedance values. The patient was referred to a physician for evaluation.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.